Event description:
It was reported that there was a defect of the cassette sensor during testing. Evaluation of the returned device confirmed the sensor was faulty.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. There was no relevant event history to the reported issue. Functional testing confirmed the downstream occlusion (dso) sensor was defective. The dso sensor was replaced to address this issue.